Event description:
It was reported that three syringes 5ml ll 21ga 1-1/4in mx bun experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: today the call was received from a distributor to report quality problems with the code 302549. Description: has oil inside the cylinder. Quantity so far: 3 pieces.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that three syringes 5ml ll 21ga 1-1/4in mx bun experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: today the call was received from a distributor to report quality problems with the code 302549. Description: has oil inside the cylinder quantity so far: 3 pieces.